Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535-2017-00956. Concomitant medical products: acetabular cup, femoral head, femoral stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted

Event description:
It was reported the patient had a single right hip dislocation event treated with a closed reduction. No further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product 32mm mod head cocr +3mm neck, item (B)(4), lot 00j3402290- remains implanted. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR's were submitted for this event. Please see reports: 3002806535 - 2017 - 00956-1.